Manufacturer narrative:
This report is being submitted after the initial 30-day reporting period deadline; it is part of a corrective action being implemented per internal document (B)(4) for outside u.s like products reporting. This initial and final emdr is being submitted to FDA for outside u.s like products reporting. The device was returned to the manufacturer, and the product investigation was conducted. The results are listed below: the lens was ejected out from the injector tip. One of the haptics was peel off at near the root of the optic/haptic junction and still inside the injector tip. The slider and the screw could advance fully. Trace of lubricant was found inside the cartridge tip. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. Risk analysis conducted on the product line and failure code is noted below: a review of the most recent complaint trending data indicates that no significant trends have been identified at this time, and no CAPA is required as part of the product evaluation.

Event description:
During implantation, the iol delivered from the tip is optical part only, only one haptic was found in the injector later. Defective iol had not been implanted in patient. Because there is no backup iol at that time, the surgery has to be stopped and another surgery shall be arranged next time.